Manufacturer narrative:
Product event summary: at analysis it was noted that the device was received in good cosmetic/mechanical condition and it passed its incoming testing, however both bail attachments were missing and the battery contacts were contaminated. The main board was calibrated, the battery contacts were cleaned and the bail attachments replaced. It then passed its final test on the automated test console with no visual or electrical anomalies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator was returned for preventive maintenance and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.